Event description:
In 2007, dr. Reported that during the past 2 weeks while doing hair removal treatments, 20 patients were blistered, including the doctor. No patients required medical treatment; some were provided otc cream.

Manufacturer narrative:
Upon arriving for service at the lumenis service depot, the system was tested, and was determined to meet specifications. An inspection of the system found a large oval spot on the outside of sapphire tip, and a dirty touchscreen with evidence of residue. The spot on the outside of the sapphire tip appears to be the root cause of the incident. Mitigation: customer will be sent a letter containing detailed instructions for proper cleaning of the lightsheer sapphire tip as reinforcement to his prior training.